Event description:
It was reported that during an unknown procedure "errhysis" was found after the first and second firing. The surgeon used hand sewing to fasten the anastomotic stoma. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: was there any other issue noted with staple line other than bleeding? All the staples were malformed. What type of procedure was being performed? A by-pass weight reduce procedure. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. What color cartridge was being used? Blue. Was the instrument fired across or near an existing staple line or clip? No. How was the bleeding controlled? By hand sewing. Was buttressing material utilized? If so, which product? No. The analysis found that the device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.